Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customers blood glucose level was 300 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.